Event description:
The surgeon reported that a capsular tear and zonular rupture following sudden footswitch problem. During the procedure, the surgeon was not able to obtain reflux or continue infusion. The surgeon was able to complete the procedure with the nurse activating the functions on the screen. The surgeon tried, but was unable to implant the iol after the capsular tear. One haptic broke, and implantation in the sulcus was not possible. He is considering and ac iol in the future. For now, the pt is aphakic.

Manufacturer narrative:
The company rep reported that the footswitch got blocked (stuck) in the active position. Initial examination of the footswitch found a significant amount of rust that could be a possible cause of the reported incident. Investigation, including root cause analysis is in progress.